Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and helix damage. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported events of a helix mechanism issue and helix damage were confirmed. X-ray examination found the helix was compressed/damaged consistent with procedural damage. The helix mechanism/ extension length test was not performed due to damaged helix, as received. The cause of the reported events of helix mechanism issue and helix damage was due to the helix being clogged with blood/tissue and damaged consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had dislodged and the helix of the lead had failed to retract and extend due to the tissue being stuck inside the helix. The physician stated that they may have damaged the helix when they attempted to remove the tissue. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.